Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio: 5.6; lab: 9.5; mean: 7.55; confidence limits: unable to determine. Both values are above 5.0 and not considered discrepant within the context of the documented variability for inr testing. Therefore, no further testing beyond the investigation is required at this time. As of today, no product is expected to return. No further investigation will be required. No corrective action is required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009; inratio: 5.6; lab: 9.5."